Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension, product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot# va0k227, implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type: lead, product ID: 3387s-40, lot# va0k227, implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type: lead. Product ID: 3391s-40, lot#: va1dch7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported multiple programming attempts were performed with limited efficacy. Patient has had much improved results after new implant. Rep reported the customer discarded the device. The information was confirmed by a physician.

Manufacturer narrative:
Continuation of d10: product ID: 3708660 lot# serial# (B)(6) implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. Product ID 3708660 lot# serial# (B)(6) implanted:(B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID 3387s-40 lot# va0k227 implanted: (B)(6) 2014, explanted: (B)(6) 2026 product type lead. Product ID: 3387s-40 lot# va0k227 implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type lead. Product ID 3391s-40 lot# va1dch7 implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Product ID: b35200 lot# serial# (B)(6) implanted: (B)(6) 2021, explanted: (B)(6) 2021 product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #:(B)(6), ubd: 19-may-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6) , ubd: 04-aug-2021, UDI#:(B)(4) ; product ID: 3387s-40, serial/lot #:(B)(6), ubd: 25-mar-2017, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6) , ubd: 25-mar-2017, UDI#: (B)(4). Product ID: 3391s-40, serial/lot #:(B)(6), ubd: 11-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lack of efficacy of the implanted system. A full system explant was performed, and the entire system was removed. A full system replacement was subsequently conducted, with a new system implanted targeting a different area.